Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Review of the extended episode summary revealed that a device reset had occurred. The device appeared to be functioning normally at the time of the interrogation. No intervention was performed. The patient was stable and will continue to be monitored.